Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and identified an error from the log review, but was unable to replicate the reported issue. The anesthesia control board was replaced proactively. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error message that causes a loss of mechanical ventilation. There was no report of patient involvement.